Event description:
Reportedly this pump was being used for epidural pain therapy. This post operative pt complained of pain some hrs into therapy. At that time the pump was checked and the syringe was marked. Subsequently, the pump was found to not be infusing. Pt was given a bolus dose of pain medication for relief. This infusion was resumed with another pump. No pt injury was reported.